Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information indicates the patient had unrelated surgery and did not put the ipg into surgery mode. Troubleshooting was unable to recover the ipg. Surgical intervention took place in which the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system wasn't set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported one of the patient's ipg's was unable to connect. Troubleshooting was attempted and is inoperable. Patient will discuss next steps with the physician.